Event description:
It was reported that the patient¿s blood glucose (bg) reached >250 mg/dl while wearing the pod between 4 and 24 hours. After realizing elevated bg levels, patient found cannula had deployed late and was bent.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or he bent cannula to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.